Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the maverick 2 catheter was received with no original packaging or other devices. There was a complete separation of the hypotube. The hypotube separation was 29.5cm from the mid-shaft/hypotube bond. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, shaft break occurred. The 90% stenosed de novo, eccentric target lesion was located in the mildly calcified and mildly tortuous right coronary artery. A 3.00 mm x 15 mm maverick²¿ balloon catheter was used to pre-dilate the lesion. Unfortunately, the shaft was broken off about 70cm away from the hub during pushing of the balloon. The doctor withdrew the balloon with the guiding. The procedure was completed successfully with another 3.0 x 15 mm maverick²¿ balloon catheter. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary stenting treatment procedure, shaft break occurred. The 90% stenosed de novo, eccentric target lesion was located in the mildly calcified and mildly tortuous right coronary artery. A 3.00 mm x 15 mm maverick² balloon catheter was used to pre-dilate the lesion. Unfortunately, the shaft was broken off about 70cm away from the hub during pushing of the balloon. The doctor withdrew the balloon with the guiding. The procedure was completed successfully with another 3.0 x 15 mm maverick² balloon catheter. No patient complications were reported and the patient's status is stable.